Event description:
It was noted at device check that impedances and thresholds were high. The lead was examined under fluoro and no damages were seen. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.